Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported a burn under the therapy electrodes following a defibrillation from the lifevest. Patient described the area as red. There was no alleged device malfunction contributing to the irritation. There is no indication the patient received medical intervention. Follow up indicated that the burn was improving.